Event description:
N/a.

Manufacturer narrative:
An event of bradycardia, hemorrhage/blood loss/bleeding, perforation of vessels, cardiac arrest, pneumonia, renal failure, stroke/cva, and pericardial effusion led to cardiac tamponade were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the the patient was admitted to hospital after the left atrial appendage closured. The blood pressure was in the 50s and the patient's abdomen was distended over time. A computer tomography scan was performed, there was bleeding from the right inferior epigastric artery. Vasopressors, fluid replacement, and blood transfusion were administered. Arterial embolization was performed. After that, the patient¿s blood pressure remained stable and anemia did not progress. Later on, the patient complained of a sense of urgency and difficulty breathing. The patient suffered cardiopulmonary arrest and resuscitation was started. A CT performed revealed a cerebral infarction. Transesophageal echocardiography (tee) showed approximately 20 mm of pericardial effusion which lead to cardiac tamponade. Pericardial drainage was performed, 300 ml of bloody pericardial fluid was collected. Heparin was administered during the procedure with maximum activated clotting time (act) of 346 seconds. Then, the blood pressure decreased and respiratory condition worsened. Septic shock associated with pneumonia was also suspected. Antibiotics, steroids, and norepinephrine were administered. Ventilator management was performed. Blood tests show high levels of inflammatory response. The patient was found to be unable to urinate and was diagnosed with renal failure. They were treated with continuous dialysis filtration and recovered from septic shock. The patient is stable. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - catalyst ide study. - (B)(6) ((B)(4)) it was reported that on (B)(6) 2023, a 31mm amplatzer amulet was implanted in a patient. After left atrial appendage closure, the patient was admitted to hospital. Her blood pressure was in the 50s and her abdomen was distended over time. A computer tomography scan was performed, there was bleeding from the right inferior epigastric artery. Vasopressors, fluid replacement, and blood transfusion were administered. Arterial embolization was performed. After that, the patient¿s blood pressure remained stable and anemia did not progress. At 3:30 pm on (B)(6) 2023, the patient complained of a sense of urgency and difficulty breathing. At 15:40, the patient suffered cardiopulmonary arrest and resuscitation was started. A CT performed revealed a cerebral infarction. Transesophageal echocardiography (tee) showed approximately 20 mm of pericardial effusion which lead to cardiac tamponade. Pericardial drainage was performed, 300 ml of bloody pericardial fluid was collected. Heparin was administered during the procedure with maximum activated clotting time (act) of 346 seconds. On (B)(6) 2023 blood pressure decreased and respiratory condition worsened. Septic shock associated with pneumonia was also suspected. Antibiotics, steroids, and norepinephrine were administered. Ventilator management was performed. Blood tests show high levels of inflammatory response. The patient was found to be unable to urinate and was diagnosed with renal failure. They were treated with continuous dialysis filtration and recovered from septic shock. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.